Event description:
A report was received that during a suction procedure, when the closed suction system was placed on the endotracheal tube, the catheter sleeve inflated without staff moving the catheter. No pt injury or adverse events were reported.